Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-jul-2018 with the following findings: a review of the black box showed multiple unexplained power on reset events. The battery compartment was cracked at the threads on the side. The returned battery cap was fastened and then unscrewed a half turn with no reboots occurring. Evidence of moisture corrosion was observed in the battery canister. A leak test failed due a battery compartment leak. The pump alarmed with a call service 128 alarm upon confirming the verify steps due moisture corrosion. The pumps cover was removed to find no further moisture ingress or any intermittent conditions to the power printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that there was corrosion in the pump and that it rebooted more than once. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.